Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Based on review of the image, the instrument appeared to have thermal damage on the yaw pulley near one of the instrument grips. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was noted to be chipped after cleaning. The instrument was intact during the prior procedure and the customer advised that the damage may have possibly occurred upon removal of the instrument from the port. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the product sequence number of the affected instrument was confirmed as 0034. No fragments were observed to be broken off or detached from the instrument's tip. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Upon inspection, the defect appeared to be a burn rather than a chip. Video evidence did not indicate that any part fell off when the instrument was being used within the patient. Photographic images and a video of the instrument damage was provided for further review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. The instrument had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument grips were manually manipulated and the instrument passed an electrical continuity test on three out of three attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on three of three attempts. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.